Manufacturer narrative:
The samples are collected in li hep plasma tubes without gel separator per customer, the samples were full draws and did not appear lipemic. All three levels of qc were within the customer's established a bci field service engineer (fse) replaced substrate probe and tubing. Fse adjusted the bubble detector and performed high sensitivity system check, which passed within instrument specification. Fse recalibrated the assay and performed qc; no issues were reported. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards ckmb result above the normal reference range for two patients' samples generated by unicel dxi 800 access immunoassay analyzer. Patient samples were repeated on the same unit and alternate unit. The results obtained from both runs were within normal ckmb reference range. The erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.